Manufacturer narrative:
An event of left bundle branch block and hypertensive after implant was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Information from the field indicated that the valve was implanted at a depth of 8 mm at the non-coronary cusp and 14 mm at the left coronary cusp, deeper than the optimal 0-5 mm depth. The field also indicated that past medical history of patient includes coronary artery disease, atrial fibrillation, tobacco use, cancer, hypertension which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. Na.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient did not have a horizontal aorta. The aortic valve calcium classification was moderate. The aortic valve perimeter was 81.8mm. During the procedure, the navitor valve was deployed to 80% and was well positioned. The valve then moved down, and the implant depth ended much deeper than anticipated. The valve was re-sheathed, and during the second attempt, the valve was implanted with good functional outcome. The final implant depth was 8mm at the non-coronary cusp and 14mm at the left coronary cusp, and the physician was satisfied with the implant depth. There was no leak or aortic regurgitation. Post procedure, a new left bundle branch block (lbbb) was noted on electrocardiogram (ECG), for which no treatment was required. The patient was also found to be hypertensive and a sublingual glyceryl trinitrate (gtn) spray was administered. The patient required a prolonged hospital stay. On (B)(6) 2023, the patient was noted to have fever and paracetamol was administered. On (B)(6) 2023, the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.